Event description:
It was reported that a low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir alarm sounded on (B)(6) 2014 at 8:59pm. Telemetry confirmed that a critical alarm was occurring due to zero ml reservoir volume reached. The patient had let the pump run dry; a dye study had been scheduled three months prior to the day of this report but the patient never showed up. The pump was replaced on (B)(6) 2014 and filled with saline. The pump was scheduled to be filled with drug on (B)(6) 2014. No patient death or injury was reported. The explanted pump was returned to the manufacturer. The pump was used to infused bupivacaine, baclofen (unknown), and saline. No outcome was reported for this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device evaluation summary: the pump was returned for analysis. Analysis found ¿no anomaly¿.

Event description:
Additional information: the patient had increased muscle spasms. The dye study was ordered in (B)(6) 2014, but the patient was unable to secure transportation at that time. The patient was on oral baclofen from (B)(6). A dye study was done on (B)(6) 2014. The patient recovered without permanent impairment following the pump replacement.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.